Event description:
A materials manager reported that during the insertion of an intraocular lens (iol) into a patient's eye, the lens broke and caused the iris to bleed. The bleeding was controlled and managed. The broken iol was removed from the patient's eye. The patient was left aphakic and was stable during the one day postoperative visit. The surgeon plans to implant another lens in the future. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received (B)(4).